Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: size and location of dehiscence? Unknown. What post-op date after surgery did the dehiscence occur?=>the detail of timeline is unknown. What intervention was performed for the dehiscence? Unknown. Was there any medical or surgical intervention performed for the dehiscence (re-operation; re-closure; drainage)? If so, please specify. Unknown. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Unknown. Please provide the lot number: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?

Event description:
It was reported that a patient underwent a radical hysterectomy on an unknown date and barbed suture was used. After using the product, wound dehiscence occurred. Because the intestine was seen through the abdominal wall, wound dehiscence was revealed. Timeline details were unknown. A different suture was used for the stump closing. The area between them was sutured with this barbed suture and closed, but dehiscence occurred only at the suture site with this barbed suture. There was no suture breakage, and the suture seemed to have shifted to one side. The surgeon commented that maybe the fascia split and shifted to one side. The patient subsequently recovered without any problems. [The patient demographics] female. [Current status of the patient] she is in the hospital. [Progress] she is getting better. [Health injury details] wound dehiscence. [Treatment details] no information is provided for now. [Surgeon¿s comment] there was a possibility that the fascia split and shifted to one side. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/22/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure. The patient was a female. Date of index surgical procedure? Unkonwn. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unknown. On what tissue was the suture used/location of suture placement? Vaginal stump. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unkonwn. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unknown. Were two reverse stitches performed across the incision prior to closure? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that maybe the fascia split and shifted to one side. What is the patient's current status? The patient is recovering. If applicable, will product be returned? If so, please provide the return date and tracking information. No sample will be returned. What tissue dehisced? Vaginal stump. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. How was the dehiscence managed? Unknown. Please describe any surgical intervention required for the wound dehiscence including date and findings. The surgeon commented that maybe the fascia split and shifted to one side.. Please describe the appearance of the suture during the second procedure. Unknown. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? The suture did not break.. Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unknown. No further information will be provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.